Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was at approximately 2mm depth when it was assessed at 2/3 deployment; between 2/3 deployed and final release the valve moved up to -2mm on the non-coronary cusp side, although it remained at 2mm depth on left coronary cusp side. A mild paravalvular leak (pvl) appeared, and the physician chose to implant a second valve, valve-in-valve. The final depth was approximately 0mm with a good hemodynamic outcome. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).